Event description:
It was reported the patient only felt the stimulation from the mid-thigh down to the ankle. The stimulation used to felt from the hip to the ankle. The stimulation had been turned as high as possible but the patient was not getting pain relief. The symptoms had been occurring for about 1 month. There was no incident related to the onset of the symptoms. Troubleshooting had indicated both batteries were good. Additional information received indicated the patient was seen in the clinic for reprogramming. Following the reprogramming the patient had the coverage she was looking for and left the office satisfied. Information received from the hcp indicated the event was attributed to the amplitude being set too low. No revisions were required. The patient had experienced a lack of pain relief due to the low setting. X-rays and reprogramming were done. Impedance checks showed the #4 electrode had impedance of over 4000 ohms. This electrode was not used in the reprogrammed settings. The patient outcome was reported as "no injury."

Manufacturer narrative:
(B) (4).